Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator due to c-34 errors. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The generator was analyzed and found the reported issue could not be confirmed through system logs. During functional testing, the unit displayed error code c-33 at startup; however, review of the internal logs showed recorded c-00 errors. The complaint was confirmed based on the field evaluation. The probable root cause of error c-34 is attributed to a faulty electrical component inside the generator.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the generator displayed error c-34, and power cycling both the generator and the system did not resolve the issue. Tse then advised the user to switch to a third-party generator to continue the procedure. No known impact or patient consequence was reported. A procedure delay of 15 minutes was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that they resolved the error by using a third-party force-triad generator and exchanging out the original generator. This allowed the procedure to be completed as planned.